Event description:
A suspected fracture was noted when an asymptomatic patient presented in clinic for a follow up. Sensing issues were observed on the egms. Isometrics were performed, no noise or oversensing were detected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.